Manufacturer narrative:
Investigation - evaluation a review of the complaint history, drawings, device history record, documentation, manufacturing instructions, specifications, trends, and quality control of the returned device was conducted during the investigation. The complaint device was not returned; therefore no physical examination could be performed. However, a document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product was unable to be performed as the lot number for the device was not available. A complaint history search was also unable to be performed due to the lack of a lot number. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no notable gaps in production or processing controls were noted. The risk assessment for this product includes the crack/ split failure mode and identifies that multiple risk controls are in place to mitigate the risk of this type of failure. The device history record could not be reviewed as the lot number is unknown. Additionally, a search of our complaint records indicates that this is the only complaint involving this failure for this device at the time of investigation. Therefore, there is no indication that there is nonconforming product in the field. Based on the information provided, no product returned, and the results of our investigation, a definitive root cause could not be determined. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information or changes at this time.

Manufacturer narrative:
Common device name: catheter, hemodialysis, non-implanted, procode: mpb, 510k #: k161504. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
The customer reported that, when the turbo-flo hd hemodialysis catheter tray was employed in the treatment of a patient which required continuous renal replacement therapy (crrt), it was discovered that the lumen of the catheter was compromised. Following the initial setup of the catheter with the crrt machine, the machine detected a significant amount of air in the chamber. Upon further investigation, what appeared to be a crack of cut in the tubing was discovered. The catheter was leaking fluid when the catheter was flushed, and it drew air when the crrt attempted to pull blood through the catheter. The product problem ultimately necessitated the removal and replacement of the complaint device. The product is reportedly unavailable for return and evaluation.

Manufacturer narrative:
Corrected data: upon secondary review, the following information was inadvertently left out of initial medwatch submitted on 27feb2018. Patient loss of one unit of blood and the blood in the crrt machine was not able to be returned. Facility information was provided. Upon secondary review, the following information was inadvertently left out of initial medwatch submitted on 27feb2018. Patient loss of one unit of blood and the blood in the crrt machine was not able to be returned. Facility information was provided.